Event description:
Event determined to be reportable based on analysis. It was reported that upon preparation of the taxus liberte 16mm x 2.25mm stent delivery system (sds), the tip of the device was kinked. The device was not used and another of the same device was used to complete the procedure. No patient injuries or complications were reported. The patient's status is reported as "good". Returned device analysis revealed stent damage.

Manufacturer narrative:
Visual examination of the returned device revealed that some of the distal stent struts were pulled distally towards the tip. This type of damage is consistent with the device encountering some form of restriction. Solidified blood was present within the entire length of the inflation lumen, indicating use. The balloon was visually and microscopically examined and no defects were observed. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. No further damage was noted with the returned device. A review of the device history record (DHR) for this batch number found that the device met its material, assembly and product specifications. The most probable root cause can be attributed to handling.